Event description:
It was reported that during a robotic left lower lobe resection procedure, at the second firing across the bronchus and the pulmonary artery (with a green cartridge), the motor sounded like the device was struggling to fire. The tissue was thick and fibrous and no buttressing material was used. The device completed the firing. There was no difficulty removing the device from the tissue. When the device was removed, the cut line was complete; however all the staples were not formed properly. Bleeding occurred, filling up the body cavity. The surgeon placed a grasper on the pulmonary artery to control the bleeding. When the surgeon attempted to remove the grasper, bleeding started again and could not be controlled. The procedure was converted to open. The patient started to code and a vascular team was brought into the procedure. Chest compressions were performed and the heart was massaged for about 20 minutes to revive the patient. A resection was performed successfully. Patient received blood products but exact amount is unknown. As of (B)(6)2014, the patient was still in the ICU on a balloon pump.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: dr. (B)(6) is the surgeon who fired the device as he assisted dr. (B)(6) in the procedure. (B)(6) confirmed they would like to have an onsite analysis performed at 10:30 am on (B)(4) 2014. Dr. (B)(6) is an experienced user of the device and he knew it would be a difficult case prior to the surgery. The patient had previously undergone radiation therapy and the condition of the tissue required a lot of "chiseling" with bipolar. Additionally, the approach they had to take with this firing was not a good angle. While dr. (B)(6) is very familiar with the indications of all the cartridges, he needed to utilize only one firing on both the bronchus and the pa or he would not have been able to complete the procedure. Dr (B)(6) advised that he doesn't know if the device was the issue as the tissue and anatomy made this a very difficult case.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ple60a device was in good visual condition and with an ecr60g cartridge loaded on the device. After further analysis it was noted that the anvil was slightly bent upwards (please refer to complaint device picture vs sample device gap between the anvil and channel). It is possible that the device was clamped over an excess of tissue causing the anvil to bend and possibly the staples to not properly form. The device was loaded with an ecr60g cartridge reload that was noted to be fully fired and in good visual condition. In addition, a b-form staple was noted to be in the most proximal portion of the reload. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line or hard objects. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstructions are included with the tissue inside the jaws. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment; in addition a sample of the batch is inspected at finish goods quality assurance. The batch record was reviewed and no anomalies were noted during the manufacturing process.